Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The voluntary user medwatch number is mw5080819. The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx sling was implanted during transobturator sling placement for stress incontinence procedure performed in 2015. According to the complainant, on (B)(6) 2018, the patient was diagnosed with mesh exposure through the vaginal wall. Reportedly, there was a scheduled surgery for mesh removal. All information is unknown. Should additional relevant details become available; a supplemental report will be submitted.